Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). An 8.0 x 40, 75cm mustang balloon was selected for dilation. During the procedure, the balloon ruptured in a pinhole form at the middle part upon first inflation at 10 atmospheres for 3 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.